Event description:
Philips received a complaint from the customer biomed reporting a backup alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised replacement of the central processing unit (cpu) printed circuit board assembly (pcba). The investigation is ongoing.

Manufacturer narrative:
Upon further investigation, the following has been reported, a manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue of backup alarm failed message by reviewing of the device event log. Event log confirmed the issue occurred during power on self-test (post). Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised replacement of the central processing unit (cpu) printed circuit board assembly (pcba). Multiple attempts were made to try to obtain further information about this case, but no response received from the customer. No additional details, nor the final disposition of unit were provided. Therefore, the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.